Event description:
The hospital reported that during four endoscopic vein harvesting procedures that occurred over the past month, staff observed varying degrees of deformities on the silicone jaw boots where pieces were missing. Three were out of box and one was discovered while the harvester was entering the patient. It was as if the silicone boot was never on the jaw wires. No pieces fell off into the patient. Replacement units were used to complete the procedures. The hospital did not report any patient complications. Products are returning. Since it is unknown when the cases occurred, how many failed during each case, and lot numbers; therefore, all four will be tracked through this one case. This report is for the fourth device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).